Event description:
Customer reports the multiclix lancet will not retract. The customer did not provide the location where the malfunction occurred. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent. Multiclix lancet lot number sin900.

Manufacturer narrative:
The suspect product is the multiclix lancet.